Event description:
The manufacturer received information the patient's family allegedly reported the trilogy evo device stopped working and a ventilator inoperative alarm occurred on the device. They had informed a sales rep that they were keeping ventilation by performing ambu bagging and wanted the device replaced. The device was replaced with another device. The device settings during the event were reported to be mode was a/c-vc, tidal volume 500, respiratory rate 15, inspiration 1.0, and peep 0. The trilogy evo device was returned to the manufacturer service center for evaluation, and the customer¿s complaint was not confirmed during an operational check of the device. During the evaluation it was noted that error codes, therapy held in boot monitor and communication failure between user interface and therapy central processing units, were observed on the device's error log. The manufacturer's service technician further evaluated and determined the display printed circuit assembly (pca) and system pca had caused the device to start in a state of not being proper software for this device. In conclusion, the display pca and system pca were replaced to address the reported issue. The root cause is confirmed at this time.